Event description:
It was initially reported on (B)(6) 2012 that there was an issue with recharger / recharging. There were coupling and or communication issues. The patient was only seeing 2 coupling bars, 4 at the most. The ins site was tender. The patient saw their healthcare professional (hcp) about 2 weeks ago and hcp said, the site looked fine. It was recommended using antenna locate feature. The best number the patient had seen was 38-40. The patient saw all 8 coupling bars. Ins battery displayed 1/4 battery was flashing. Later reporting from 2012 (B)(6) noted, the patient had received assistance from their physician or the manufacturer's representative and their concerns were resolved. There was an appointment 2012 (B)(6). Follow up reporting from 2012 (B)(6) noted that the cause of the pocket tenderness was unknown. The cause of the coupling problem was that the battery was placed too deep. Intervention included revision of the pocket site. The patient outcome was noted as the patient was doing great.

Manufacturer narrative:
Product ID 39565-65 lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product typ lead product ID 37752 lot#, serial# (B)(4) implanted: explanted: product typ recharger product ID 37743 lot#, serial# (B)(4), implanted: explanted: product typ programmer, patient. (B)(4).